Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records did not contain a recent history and physical, medication list, hospital admission or discharge summary, hospital progress notes, peritoneal dialysis fluid cell count, peritoneal dialysis clinic progress notes or peritoneal dialysis treatment records for review. The medical records did not reveal the etiology of the patient¿s peritonitis. The medical records did not indicate a causal relationship between the liberty cycler and the patient¿s peritonitis. Due to the lack of medical records, no conclusion can be made regarding any causal relationship between the patient¿s peritonitis and the patient¿s peritoneal dialysis products.

Event description:
A peritoneal dialysis patient's caregiver reported the patient was receiving antibiotics in their last bag. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient was diagnosed with peritonitis on (B)(6) 2016. The patient was admitted to the hospital, and began treatment with intraperitoneal vancomycin, fortaz and ceftazidime. The nurse reported the peritonitis was due to a break in sterile technique. The patient was discharged on (B)(6) 2016 and was doing much better.